Event description:
The customer reported that, in the last two months, she has experienced a skin condition that causes the pod site to be "raised and red" and the "area is itchy". She suspected it was the adhesive that was causing this, but welts were left on her skin "outlying the inside of the lining of the pod where the clear plastic is touching the skin." The customer consulted with her doctor who recommended a skin barrier as well as antibiotics. This form of therapy did not work, as the welts remained and the pod site is described as "dry but oozing". She was advised to contact a healthcare provider. No product will be returned for evaluation.

Manufacturer narrative:
The pod will not be returned for evaluation. Unable to confirm any product malfunction. The omnipod user guide instructs patients to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the patient is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer followed these instructions per the user guide and received medical attention in order to treat the condition.